Event description:
Outbound, pt noticed today leaking from the tiny hole in the air filter she changed the tubing and it is no longer leaking. The lot number of the leaking tubing is 3635420. No further details provided. Diagnosis or reason for use: sph. Is the product compounded? No. Is the product over-the-counter? No.